Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 154 mg/dl. Reportedly, the customer was able to clear the alarm and resume insulin delivery. The customer declined to provide further information regarding the event.